Manufacturer narrative:
Device has been received for investigation. Event happened in poland. Investigation results are now available. Investigation and conclusion: reported event: it was reported that during surgery, there was a problem while inserting the durasul insert. No patient harm or surgical delay reported. Harm: s1 - no patient, user, or other stakeholder harm hazardous situation (liner): implant breaks or becomes damaged and non-functional during surgical procedure, but is replaced intraoperatively before completing implantation. Product evaluation: visual examination: the liner and an impactor were returned for investigation. The visual examination of the liner shows some scratches, nicks and indentations on the surface. It has a deformed and indented pole peg, as well as deformations. Review surgical technique: surgical technique: if the liner can still be rotated after light impaction, this indicates mispositionning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. In such situation, remove the liner, clean both surfaces and introduce the liner back into the shell, making sure it is properly centered and repeat the seating procedure. No further due diligence required as all required information to support the conclusion is available or was already requested. Devices are used for treatment. The product combination was approved by zimmer biomet. Review of complaint history identified additional similar complaints for the reported liner and no additional complaints for the reported part and lot combination related to the event. Medical records were not provided. The quality records (DHR) show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, it can be assumed that the liner was in a slightly tilted position within the shell prior or during impaction leading to the assembly issue. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: main product: ref. 01.00013.508 lot: 3067864. Associated product: ref. 840.6033 lot: 4503260491. Event update: after inserting the insert into the acetabulum, the insert could not be attached and fell out, it was impossible to put it on. Surgeon name: dr. (B)(6). Patient sex: female. Age at the moment of the event 62 yrs old. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00674 h3 other text : in transit to manufacturer.

Event description:
There was a problem with the insertion of allofit liner, so the hospital complains about it. The implant/allofit liner will be available for investigation. After inserting the insert into the acetabulum, the insert could not be attached and fell out, it was impossible to put it on.

Event description:
There was a problem with the insertion of allofit liner, so the hospital complains about it. The implant/allofit liner will be available for investigation. Patient outcome unknown. Delay unknown.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Neither product nor lot number available.